Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause is unknown. One microez microintroducer kit label and one 0.018 in guidewire w/hoop were returned for investigation. The guidewire was protruding out of the hoop. A slight bend was present 4 cm from the proximal end. A sharper bend was observed at the proximal end of the wire. Microscopic observation of the proximal sharp bend reveled the coils to be misaligned. The outer diameter of the guidewire was measured and found to be within specification. The device history review (DHR) was reviewed and no deviations/issues were identified or associated with this problem in regard to product materials or during manufacturing, packaging or qc inspection process. Based on the condition of the returned sample, possible contributing factors include damage during handling or use. A lot history review (lhr) of recq0788 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tail end of guidewire was bent and got introducer sheath stuck, making it difficult for nurse to remove the sheath during the catheter insertion procedure. On 7/17/2019- returned guidewire was kinked with coils misaligned.